Manufacturer narrative:
The returned device was evaluated and a hole was present in the unexposed soft cannula. A leak was present and corrosion was found inside the pod and was present on the pcb. The pod was downloaded and had an alarm in the data; the processor reset for unknown reason. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400; 17845-5a-aw rev b 09/17. Checking your blood glucose: chapter 4/page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The patient reported that his blood glucose reached 317mg/dl about 2-3 hours after applying the pod to his abdomen. The device alarmed during a bolus of 1.0 units. The pod had been worn for between 4 and 24 hours. The device was returned for evaluation.